Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 89% of projected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the patient received an electrical shock then an inappropriate shock while standing in water and working on a faulty electrical motor. The physician noted 60-cycle noise on the electrogram. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is similar to a device marketed in the us. The event is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product evaluation summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Fourteen ventricular non-sustained tachycardia episodes at <(><<)>=200ms occurred on (B)(6) 2013. One ventricular fibrillation episode at 190 ms occurred on (B)(6) 2013. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. One patient alert for lead failure predictor occurred on (B)(6) 2013. One patient alert for out of tolerance subthreshold lead impedance occurred on (B)(6) 2013. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the ventricular sic was 472 counts in 14.88 days between (B)(6) 2013. Concomitant products: 0181, competitor implantable tachy lead, (B)(6) 2008; 4555, implantable pacing lead, (B)(6) 2008. (B)(4).

Event description:
It was additionally reported that the device was explanted.